Event description:
It was reported by the pt's daughter that an angio-seal was used to seal the right groin puncture post cardiac angiography on her father. The angiogram revealed 95% stenosis of the main coronary artery, 70% in another artery and 80% in a third artery. The plan was for the pt to have a coronary bypass surgical procedure the following day or as soon as the cardiac surgeon was contacted. Three hours later in the pt's room, the pt experienced chest pain and passed out. An irregular heart rhythm preceeded the pt being shocked with the paddles. The pt expired.

Manufacturer narrative:
No components were returened for analysis and review of the device review history was not possible since the lot number was unavailable. There is no info indicating the angio-seal caused the incident. Based on the info provided to st. Jude medical, the cause for the chest pain and subsequent death could not be conclusively determined.